Event description:
It was reported that the burr became stuck on the wire. A 330cm rotawire and wireclip torquer was selected for use together with 1.75mm rotablator plus. During usage of device, no problems or abnormalities, such as sound or resistance, were noted during ablation of the lesion. However after ablation was completed with the burr, the physician tried to removed the burr from the patient and it was noted that the rotawire was also pulled out together with the burr. Despite the physician holding the rotawire in place to try and remove the burr independently, the two devices removed as a unit. Therefore another wire was newly inserted. No further ablation was performed as the it was completed with this burr successfully. No complications reported and patient's condition is good.

Event description:
It was reported that the burr became stuck on the wire. A 330cm rotawire and wireclip torquer was selected for use together with 1.75mm rotablator plus. During usage of device, no problems or abnormalities, such as sound or resistance, were noted during ablation of the lesion. However after ablation was completed with the burr, the physician tried to removed the burr from the patient and it was noted that the rotawire was also pulled out together with the burr. Despite the physician holding the rotawire in place to try and remove the burr independently, the two devices removed as a unit. Therefore another wire was newly inserted. No further ablation was performed as the it was completed with this burr successfully. No complications reported and patient's condition is good. The burr catheter was received attached to the advancer unit with the returned rotawire from related complaint in the device. The coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. Rotawire was removed and re-inserted through the burr and advanced through the entire length of the device with no resistance. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.